Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: since there was a kink in the tip of the insertion sheath, the locator was not inserted in the sheath. The device was replaced by another angio-seal device to continue the procedure. Hemostasis was successfully achieved by the second device. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. Blood loss was reported to be less than 250 cc. It was reported that there was no health damage to the patient.